Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degen erative disc disease via a manufacturer¿s representative (rep). The rep reported that the patient was experiencing some periodic burning in the pocket, approximately 1-2 times per week. The patient didn¿t want to schedule an appointment with the healthcare provider (hcp) unless the pain persisted. The rep reported that an impedance check was normal. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the steps taken to resolve the burning at the implant site and pain were change from a to b level. The patient reported that the burning at the implant site and pain was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that the ins was feeling warm to the touch after charging and that the feel pain/burning at the ins site. The patient met with their hcp to stated that they did not see anything wrong. No further complications were reported.